Event description:
It was initially reported that the device was displaying its attention and charge-pak icons. After an evaluation by physio-control, it was observed that the device would no longer have the ability to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to process residue from a filter, designator fl9 on the analog pcb assembly, which caused off current leakage which drained the internal hlc batteries. The customer received a replacement device.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.